Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, "the home pt disconnected the transfer set from the pt line of the homechoice set, and spouse reconnected". Per the initial report, the home pt disconnected self but did not use aseptic technique, baxter's technical service center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.